Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation and infection. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast reconstruction primary with an unspecified saline implant smooth mentor and suffered from deflation and infection on the right side. As a result, the patient had undergone removal and replacement with unspecified implant on (B)(6) 2021.